Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion sets fell off during use between 22-feb-2024 and 28-may-2024. The infusion set was in use for two and half to three days. The blood glucose was noticed between 102 to 215 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 12.